Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced redness and discomfort at the ipg site. Surgical intervention took place on (B)(6) 2020 wherein the ipg was repositioned in the same pocket to address the issue.